Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed fluid leakage from the drain bag sealing next to the stopcock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was determined to be related to misuse of the product, as the set drain bag is a single use product and must not be emptied and reused during the same therapy. The leak was reported to have occurred 21 hours after the start of treatment. A nonconformance and preventive action record was previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st150 set during continuous renal replacement therapy. The waste bag was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.